Manufacturer narrative:
Received 1 used toomey syringe with the original unit packaging. Visual inspection noted no obvious defects. The following functional evaluation was performed: inflate balloon: take an in house catheter to inflate the balloon (10cc). Connect the luer adapter to the syringe. Fill the syringe with 10cc¿s of water. Proceed to inflate the balloon with the syringe. Catheter irrigation: fill the syringe with 70cc¿s of water. Take an in house catheter to be irrigated (70cc). Connect the toomey adapter to the catheter. Proceed to irrigate the catheter with the syringe. Attach the wolf adapter to the syringe. Fill the syringe with 70cc of water. Proceed to irrigate with syringe. No discrepancies were found. The adapters (toomey, luer and wolf) stayed attached to the syringe. Note: the wolf adaptor received for testing is not a part of the toomey syringe packaging nor is it manufactured by c.r. Bard, inc. A dimensional evaluation found that the toomey syringe was within specifications. The complaint was unconfirmed as the device met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿three syringe tips are intended for use as follows: integral toomey tip - resectoscope irrigation. Catheter tip - for catheter irrigation. One luer adapter (for foley catheter inflation). Warning: reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: secure tip tightly prior to use. Caution: avoid excessive syringe pressure when using luer adapter, as the adapter may dislodge.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress, once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the toomey adaptor from resectoscope allegedly does not fit into toomey syringe. Adaptor allegedly does not fit properly. It allegedly falls off during intra-op. The toomey syringe was being used to irrigate the bladder during a bladder resection procedure.

Manufacturer narrative:
Received 1 used toomey syringe with the original unit packaging. Visual inspection noted no obvious defects. The following functional evaluation was performed: inflate balloon: take an in house catheter to inflate the balloon (10cc). Connected the luer adapter to syringe. Filled the syringe with 10cc of water. Proceeded to inflate the balloon with the syringe. Catheter irrigation: fill the syringe with 70cc of water. Use an in house catheter to be irrigated (70cc) connect the toomey adapter to catheter. Proceed to irrigate the catheter with the syringe. During both tests no discrepancies were found. The adapters (luer and toomey) stayed attach to the syringe. A dimensional evaluation found that the syringe was within specifications. The complaint was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "potential causes: dimensions of syringe or adapter toomey out of specification. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.